Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: the mean age of the patients was 62.7 ± 13.9. Gender(s)sex(es): male 27 eyes, female 8 eyes. Date(s) of event: unknown, not provided. Serial number(s): unknown, not provided. UDI #(''s): unknown, as serial numbers were not provided. Expiration date(s): expiration date is unknown as product serial numbers were not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. Initial reporter phone number: unknown, not provided. The devices were not returned for analysis. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as serial numbers were not provided. (B)(4). Citation: tojo, n., nakamura, t., consolvo ueda, t., yanagisawa, s., hayashi, a. (2017). Surgical results of the baerveldt glaucoma implant surgery for neovascular glaucoma. Journal of japanese ophthalmological society, 121(2), pp.138-145 . A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The following article was received based on a literature review: article: surgical results of the baerveldt glaucoma implant surgery for neovascular glaucoma. The article reported that two (2) eyes developed exposure of the hoffman elbow, requiring reoperation for repair. Four (4) eyes had their vision worsen to no light perception, two (2) eyes experienced vitreous hemorrhage, corneal epithelial disorder was reported in three (3) eyes, and three (3) eyes had issues with macular edema. A copy of the article is provided with this report. This emdr report pertains to baerveldt shunt, model bg102-350. A separate report is being submitted for model bg101-350.